Manufacturer narrative:
The 2nd strip lot# provided by the customer was 6ffed01, exp date 06/30/2018. Manufacture date 06/01/2016. Retention reagent for both lots was tested and gave satisfactory performance. The customer returned an empty bottle of test strips with the lot# 6ffeg16.

Event description:
(B)(6) customer received a blood glucose reading of 3.9mmol/l on the contour next link, but did not feel as if her glucose was that low because she had previously eaten 2 glucogels and a digestive biscuit. She retested with the contour link and the reading was 6.8mmol/l, which she felt was correct. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer returned product for evaluation. Replacement test strips and a new meter were sent to the customer.